Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) was turning off unexpectedly. The first time the ins turned off the patient had just gotten back from work and noticed he was having a return of pain and he checked the ins and it was off. The patient was able to use the programmer and turned the ins back on. The second time the ins turned off, the patient was sleeping. It was intermittent. The patient met with a company representative for reprogramming and was not sure if the reprogramming was cycling but the patient didn't think so it happened two times at different times of the day. During these events, the patient did confirm the ins status with the programmer correctly. The patient noted each time the ins turned off, he used the programmer to verify the ins was currently off and was able to turn stimulation back on. The patient was aware of where the programmer and the recharger showed the ins battery level. The indication for use was spinal pain. If additional information is received, a follow-up report will be sent.